Event description:
It was reported that during a routine follow up, high, out of range shock impedance (>200 ohms) was noted from the right ventricular (rv) lead. Three defibrillation threshold tests (dfts) were performed, which gave high, but in-range shock impedances of around 90 ohms. The physician was also concerned that the delivery of atrial pacing following the dft shocks would lead to cross-chamber blanking and a delay in ventricular tachycardia therapy. Boston scientific technical services were contacted and confirmed that there was not a delay in therapy and the device detected the ventricular tachycardia appropriately. However, it was recommended to perform further lead integrity testing to rule out rv lead impairment. Out of range impedance was also noted from the left ventricular (lv) lead. It was also recommended to reprogram the impedance alerts of the device to a higher value and continue with close remote monitoring. Additional information has been requested regarding the event resolution, but has not yet been received. At this time, the rv and lv leads remain implanted and in service. No additional adverse patient consequences were reported.